Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right atrial (ra) lead had decreased sensing measurements. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.